Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified mid right coronary artery (rca). The physician had difficulty crossing the lesion with the 2.50x15mm apex monorail balloon catheter. Once the device crossed the lesion, it was inflated the first time to 4atms; however, blood came into the inflation device. The device was removed from the pt and it was noted that the distal part of the balloon was ruptured. The procedure was successfully completed with another device with no pt complications reported. The pt's current condition is listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.